Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set occlusion alarm due to bent cannula leading to high blood glucose of 500 mg dl with symptoms of stomachache vomiting and ketones three plus requiring hospitalization and intravenous insulin drip managed with corrective actions on (B)(6) 2026.